Event description:
It was reported that the lead was capped and replaced in (B)(6) 2008 due to noise. During a recent screening, externalized conductors were observed on this previously capped lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.